Manufacturer narrative:
The marksman catheter has not been returned for evaluation. Based on the reported information, there is no evidence suggesting a device defect, but rather a procedure-related event. The event cause could not be conclusively determined from the reported information. Brzezicki, g. (2015). Pipeline embolization device for treatment of high cervical and skull base carotid artery dissections: clinical case series. Journal of neurointerventional surgery j neurointervent surg, 8(7), 722-728. Doi:10.1136/neurintsurg-2015-011653. Mdrs related to this article: 2029214-2016-00586 2029214-2016-00587 2029214-2016-00588 2029214-2016-00589 2029214-2016-00590. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature of vessel dissection caused by a marksman catheter. The patient initially presented with ear and jaw pain. The patient was found to have a 2x2mm pseudoaneurysm and vessel dissection. In addition, the patient had flow-limiting stenosis (95%). The parent vessel size was 5.2mm proximal and 4.2mm distal to the aneurysm. The patient underwent flow diversion treatment of the aneurysm. It was reported that intraprocedurally, the patient had a catheter-related proximal carotid dissection which was immediately treated with deployment of two carotid stents. The flow diversion procedure was completed successfully. Immediate CT angiography results showed complete revascularization as well as complete pseudoaneurysm obliteration.